Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for p arkinson's dual and movement disorders. It was reported that following a replacement procedure, there were high impedances on the left side that were greater than 40,000ohms on all bipolar pairs while every pair using c is within normal limits; the right side impedances were fine. The patient was not receiving a therapeutic benefit so the patient was returned to the operating room for troubleshooting. Follow-up revealed that the high impedances were caused by the connection of the extension to the new implantable neurostimulator (ins) not being secure. The extension was disconnected, wiped down, and reconnected; the issue was resolved. If additional information is received, a follow-up report will be submitted.